Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fell out and they had to retrieve it through the trocar and then the doctor tried to use it outside the patient to try to troubleshoot and the device was fired and then would not open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.